Event description:
It was reported the patient "lost all feeling in their legs." It was further reported that following implant surgery, the patient experienced "no feeling" and "paralysis." The patient proceeded to have the entire device system explanted the same day. Additional information stated that when the device was removed, "the site of the lead was swollen." It was noted the physician placed "a drain to reduce the fluid." It was reported, the patient was "doing fine" after the explant. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger. (B)(4).

Event description:
Follow up information reported that the patient had recovered the feeling in their legs and would not be getting another implantable neurostimulator (ins). If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the stimulator had to be removed immediately after implant due to blood clot pressing on spinal nerve causing the patient to be paralyzed below the waist.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).